Event description:
It was reported that during a percutaneous transluminal angioplasty procedure a balloon burst. Vascular access was obtained via femoral artery. The 99% stenosed, moderately calcified lesion was located at the distal popliteal artery. A 40mmx144cm coyote es balloon was used. During the first inflation at 10 atms the balloon burst longitudinally. The device was removed intact. The procedure was completed with this device. No patient complications were reported and the patient status is good.

Manufacturer narrative:
Age at time of event: "over 70 years old". (B)(4). Device evaluated by MFR.: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).